Event description:
The territory manager (tm) of a (B)(6), female, patient, contacted lifecor customer support to report the patient had suffered an extended vt incident while not wearing the device. The patient was expected to not pull through. The patient's daughter told the doctor that lifecor requested the patient return the system and that is why the patient was not wearing the system.

Manufacturer narrative:
Evaluation: the patient's record was examined. On 08/27, (B)(6) was scheduled to pick up a 1lb package for an allegedly defective electrode belt that had been replaced. On 09/15, the patient's daughter contacted the account coordinator to ask for two labels because she had two boxes to ship back to lifecor. The account coordinator did not ask the daughter why she had two boxes to send back to lifecor. The ac did not end use and never suggested the patient return the system. The system and the allegedly defective electrode belt still have not been returned to lifecor. Conclusions: noise detected by the device may correspond to the two defibrillations by hospital staff. The device was functioning properly and did not detect any treatable arrhythmia during the period the vest was being worn. If the patient was in ventricular fibrillation during the time of use, it appears either that the rate of cardiac signal was slower than the threshold for treatment or that the signal amplitude was below the threshold for detection.